Manufacturer narrative:
Tracking #.19022. D5,6; h4: info not available, device not returned for analysis.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips would not feed, and when they did they were splitting. A new applier was introduced to complete the case. There was no consequence to the pt.